Manufacturer narrative:
Eval: no testing methods performed; no results available since no evaluation performed. Unable to confirm complaint; device discarded by user, unable to follow-up. (B)(4).

Event description:
On (B)(6) 2015 the pt called to report that on (B)(6) 2014, he/she experienced ¿foggy, blurry vision¿ accompanied by pain. The pt states that he/she was seen in the emergency department and was given oral pain medication and ointment. The pt advised that ¿he/she wasn¿t sure if he was told that he/she had the beginnings of a small bacterial ulcer or if it was keratitis when seen by the eye care professional (ecp)." The pt states that the suspect lenses were discarded. A call was placed to the pt¿s treating ecp and the pt¿s medical records were requested. On (B)(6) 2015, the pt¿s medical records from the event were received and the following information was obtained: date of visit: (B)(6) 2014. Chief complaint: pain and discomfort od since last night. Light sensitive, tearing, blurred va. Tried rinsing with saline and used antihistamine drops, no relief. Does not sleep in contacts; 2 week disposable av oasys going on 3 weeks. Od rx -3.50, -0.75, x020 history of present illness: problem: red and irritated; context/onset: all the time; location: od; quality: pain; severity: a lot; duration: always; timing: all the time. Exam: orientation, mood and affect: alert & oriented x 3. Uncorrected va: od: 20/200.